Event description:
The pt has an lcr fistula in the lumbar region and the surgeon implanted the james lumbo-peritoneal shunt. After the implantation, the pt started suffering headaches, vomiting and general discomfort. It was diagnosed that the reason was overdrainage and the device was explanted and replaced.